Event description:
It was reported that a device alarmed for an upstream occlusion alarm. There was not pt injury.

Manufacturer narrative:
(B)(4). This device has been tested multiple times by the biomedical engineer at the facility with no reoccurrence of the upstream occlusion alarms. The devices have been returned to use with n further issues. A supplemental will be submitted should the customer choose to send the device in for service in the future regarding the reported symptom of an upstream occlusion alarm.